Manufacturer narrative:
The pump was received with a blank display due to moisture damage found on the lcd board. Unable to verify the motor error alarm due to the blank display. However, the pump had a corroded motor home switch. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported insulin pump had blank display. The customer reported that there was fluid in the screen. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.